Event description:
On 03.19.10, covidien was informed of a customer who had an issue with a heparin pre-filled syringe. The attorney alleges that on or about (B) (6) 2008, the pt was admitted to the hospital for an abscess and swelling that developed in his right jaw following surgery and was diagnosed with an infection that required the use of IV antibiotics. On or about (B) (6) 2008, the pt was discharged form the hospital with a PICC line to continue IV antibiotic therapy at home. As part of the IV antibiotic therapy, the pt was required to flush the PICC line with heparin. The attorney alleges that the heparin pre-filled syringes that the pt received and administered were manufactured by covidien, including lot # 8010194, throughout (B) (6) 2008. Shortly after beginning the heparin flushes, the pt began suffering from nausea, abdominal pain, and general malaise. The adverse reactions lasted throughout the time that the pt was administering heparin to flush the PICC line. On or about (B) (6) 2008, the pt suffered an adverse reaction including nausea, malaise and uncontrollable shaking, shortly following the administration of the heparin. As a result of the adverse reaction on (B) (6) 2008, the pt was hospitalized for one day.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.